Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the balloon catheter was kinked, compressed and wrinkled on distal end. During functional testing of the flowgate2 the balloon was inflated and deflated without any problem. Although the device was working as intended, it is possible that damages observed to the shaft may have contributed to the user¿s experience. However, damages observed to the shaft were not reported during the initial event, and information from the complaint indicated that the device was confirmed to be in good condition prior to use; therefore, it is unknown when exactly these occurred. Based on all information available the exact cause to the reported deflation difficulties experienced during use cannot be determined.

Event description:
It was reported that during device preparation, the balloon was unable to be deflated. There was no patient involvement.

Manufacturer narrative:
The subject device is not available

Event description:
It was reported that during device preparation, the balloon was unable to be deflated. There was no patient involvement.